Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that left ventricular (lv) lead trends showed high thresholds and threshold spikes. Also shown were high impedance and impedance spikes. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.